Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on the information received, remove the suture needle. Visual analysis of the single image received from ethicon inc for evaluation determined that a open foil packet product code w9236t was noted. The image is not clear to determine the failure mode. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Device history lot : a manufacturing record evaluation was performed for the finished device lot number qhmasp/w9236t and no non-conformance related to the reported complaint condition were identified. Mfg. Date jul/07/2020, exp. Date jun/30/2025.

Event description:
Pull off suture needle. It was reported that the problem of pulling off suture needle had happened at the first stitch during surgery. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided.